Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was completed for provided material number 309653 and lot number 0274782. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, five physical samples and one photo were provided for evaluation by our quality team. The samples came in sealed packaging blisters. A visual inspection was performed with a 10x magnifier lens and no defects or imperfections were observed. By pushing harder on the rubber stopper against the bottom part of the syringe barrel a presence of silicone can be seen which is normal. The silicone is medical grade. The photo provided was taken at high magnification. It shows the rubber stopper being pressed against the syringe barrel and a presence of silicone is observed. Based on the investigation with the returned sample and photo sample analysis the symptom reported by the customer could not be confirmed. The samples received are acceptable and according to product specification. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on the investigation and with the sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for this product and symptom. Probable root cause: confusion by the customer about the presence of silicone. Samples received are acceptable and according to the product specification.

Event description:
It was reported that the bd 60ml syringe luer-lok¿ tip experienced a wet shipping box/inside with watermarks. The following information was provided by the initial reporter: material no: 309653, batch no: 0274782.   This lot of bd 50 ml syringes appears to have moisture inside all of the sterile packaging. (It looks as if a mirror would when it is fogged up after a shower.) We do not think that we should be using these in the clean room, as we are unsure of the sterility of the product. Our people in our IV room have noticed this in our 50 ml syringes.

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided material number 309653 and lot number 0274782. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, five physical samples and one photo were provided for evaluation by our quality team. The samples came in sealed packaging blisters. A visual inspection was performed with a 10x magnifier lens and no defects or imperfections were observed. By pushing harder on the rubber stopper against the bottom part of the syringe barrel a presence of silicone can be seen which is normal. The silicone is medical grade. The photo provided was taken at high magnification. It shows the rubber stopper being pressed against the syringe barrel and a presence of silicone is observed. Based on the investigation with the returned sample and photo sample analysis the symptom reported by the customer could not be confirmed. The samples received are acceptable and according to product specification h3 other text : see h.10.

Event description:
It was reported that the bd 60ml syringe luer-lok¿ tip experienced a wet shipping box/inside with watermarks. The following information was provided by the initial reporter: material no: 309653, batch no: 0274782.   This lot of bd 50 ml syringes appears to have moisture inside all of the sterile packaging. (It looks as if a mirror would when it is fogged up after a shower.) We do not think that we should be using these in the clean room, as we are unsure of the sterility of the product. Our people in our IV room have noticed this in our 50 ml syringes.